Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valve was selected for an implant. The sizing of the annular dimensions of the native valve was: aortic annulus: min. 21.9mm, max 29.2mm, average: 33.8mm, perimeter: 81.7mm. The implant depth at deployment was 3mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient had horizontal aorta of 62º. During the procedure, the valve migrated leaving the proper anchorage zone with a released depth of -1mm, and worsening the aortic insufficiency. The patient had no hypertensive spike or pulmonary hypertensive episode at the time of migration. The user attempted to snare and reposition the valve and is aware of the IFU warning against snaring the valve. A valve in valve procedure was performed with a new 29mm portico valve that completed the procedure. After the second implant the gradient was 8mmhg. The physician believes that there has been a significant impact to the patient due to the delay in the procedure during the second valve implantation. The patient is stable.